Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display of the insulin pump showed fog and gray. Customer¿s blood glucose level was 114 mg/dl. Customer stated that adjusted the brightness, it still showed light gray and little hard to read. Customer stated that sensor had failed. The insulin pump will not be returned for analysis.